Manufacturer narrative:
The device has been returned and an evaluation completed for it. Correction is being made for information not submitted in the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, d9, g3, g6, h2, h3, h4, h6, and h10. Information not submitted in the initial MDR: the concomitant devices involved in this event are not known. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the e116 error, which indicates an internal electronic issue, was observed for the device. This is attributed to the faulty graphics processing unit (gpu).

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The subject device has no available repair history. E116 error message indicates an internal electronic issue of malfunction of charge couple unit (image is not properly displayed, communication repeat) the solution for this is generally as follows: (1) check the connection of the fan harness, replacement of cpu fan, or removable of a foreign object . (2) replacement of gpu or removable of a foreign object. (3) replacement of the defective parts of power supply, dimm (dual in-line memory module), faulty graphics processing (gpu), central processing unit (cpu), and mb in this case, it was a faulty gpu. The instructions for use includes the following statements: 5.4 inspection of power on . Confirm that the ventilation grills on the right side, left side, and the rear panels of the camera control unit are not covered with dust or other materials.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during preparation for use, the device yielded an e116 error message, which indicates an internal electronic issue. Power cycling the device did not eliminate the error message. In addition, a flickering image and red screen were noted as well. There is no patient involvement for this event.